Event description:
Consumer called stating that the piece of the (B)(4) transport chair that holds the seat and frame together allegedly broke off and fell onto the lady carrying the chair up / down the stairs. No RMA has been issued for the return of the product. No injury alleged.